Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the screen was shattered because furniture fell on the pump. The pump was no longer functional. The customer's blood glucose level was 258 mg/dl and was addressed with manual injections. The customer confirmed that an alternate method of insulin delivery was available.